Event description:
"Customer advised that the item eroded in the patient." "Fine".

Manufacturer narrative:
One opened and used catheter measuring 69.5cm was received. A scrape mark was observed starting 1.5 cm from distal tip and continued to 49 cm; the scrape mark measured 47.5 cm in length. Five pieces of scrapings were received totaling 5.8cm in length; approximately 41.7cm of shaved material is missing. Damage most likely occurred by an instrument of undetermined. Additional info has been requested from the distributor concerning the location of the remaining scraped tubing. Info received from the distributor indicates the scrapping from the catheter was removed using biopsy forceps through a ureteroscope from the patient's bladder. As additional info becomes available, it will be forwarded.